Manufacturer narrative:
Evaluation summary: the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure in which the device was in use, a spark was emitted from the bipolar tip and the nearby gauze caught on fire. The gauze was immediately removed from the surgical field and extinguished. Chlorhexidine gluconate was also in use at the time. There was no harm to the patient. The generator settings were at the time of the spark were 30w/28w/26w.